Event description:
Surgeon reported 9 patients with toxic anterior segment syndrome (tass) over the past 3 weeks at 3 different surgery facilities. All patients have recovered with topical agents except one. One patient required vancomycin and dexamthasone injections, cultures were done and were negative. It was reported that the facility has not identified the cause and is evaluating all possibilities. Additional information was received in 2006. It was reported that the surgeon believes the viscoelastic may be a cause for tass at this facility (no patient identifiers). Additional information has been requested.